Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported loss of consciousness for several seconds while driving due to hypoglycemia on (B)(6) 2024. The user was able to pull over and treated by eating snacks and did not seek medical attention.

Manufacturer narrative:
The user reported loss of consciousness for several seconds while driving, because of hypoglycemia. The incident took place on (B)(6) 2024. Per case notes, the user could not confirm the bg value with a fingerstick but mentioned that she received low glucose alerts from the device. The user was able to pull over and self resolved the incident by eating snacks. The user did not provide additional information about the incident. Based on the information that was provided, it can be concluded that the device performed as intended by providing alerts during the time of incident. Since the user did not complain about the system's accuracy, no further investigation is found necessary for this complaint. B4. Date of this report 26 march 2025. G3. Date received by the manufacturer? 26 march 2025. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.